Event description:
It was reported that the neurosurgeon¿s handheld device was having frozen screens while treating patients. No patient adverse events were reported. Troubleshooting was attempted by performing hard resets but the handheld continued to freeze on multiple screens. Additional troubleshooting was performed and found that the handheld device would freeze only upon interrogation. Additional information was received stating that the software issue was intermittent. Attempts to have the product returned for analysis were made but the product has not been received to date.

Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the programming wand. Type of device, name; corrected data: additional information indicates that the suspect device is the programming wand. Model #, serial #, lot#, other; corrected data: additional information indicates that the suspect device is the programming wand. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
Additional information was received stating that the neurosurgeon¿s handheld device was functioning normally so it will not be returned to the manufacturer. It was reported that the communication issues were due to the programming wand. The neurosurgeon had previously reported having communication issues with a wand. (The communication issues were determined to be due to emi and not a device malfunction.) The wand was replaced; however, it is unclear which wand was involved in this report.